Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times on intermittent occasions. Reportedly, the customer declined troubleshooting with tandem technical support (cts). Cts did not find any alerts or alarms in the pump logs. Additionally, the insulin gauge was inaccurate. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts. Customer's blood glucose was 130mg/dl.